Event description:
It was reported that a novum iq large volume pump shut down while infusing levophed and displayed an unspecified error. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: the device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. The event history log revealed that the pump shutting or going into deep sleep mode but did not shut off unexpectedly. The tubing channel was found to be free and clear of any debris. A service history review was performed and revealed that the device was serviced for a uso sensor failure; however, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.